Event description:
It was reported that during a prostate procedure, the fiber started to end fire out of the tip at 140w and 37k joules. The physician indicated that the fiber did not hit any prostatic stone or was too close to the tissue. The physician stopped using the failed fiber right away and used a new fiber to complete the case. The patient's outcome was reported as stable.

Manufacturer narrative:
Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the fiber started to end fire out of the tip at approximately 37,000j of use. The fiber was running at 120w-140w of power on the laser. A total of 100,790j with 12:39 minutes of fiber use were reported. The tip of the fiber was not cleaned during procedure. The physician indicated that the fiber did not hit any prostatic stone or was too close to the tissue. The physician stopped using the failed fiber right away and used a new fiber to complete the case. The patient's outcome was reported as stable.